Event description:
(B)(4).

Manufacturer narrative:
Eval: method - device was not returned for eval. The root cause of the complaint is inconclusive. A review of the device history records confirms that the mesh lot met its manufacturing specifications.